Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no sample was available for evaluation. Conclusion: the reported complaint is unconfirmed. Event data to be trended per quality data analysis procedure.

Event description:
A patient called stating that his machine was leaking during his treatment. Patient states there were no tears or leaks in the solution bag. His cycler was leaking fluid. There is no sample. No report of patient ill effect.